Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information that a medtronic rep found a damaged spine clamp outside of a procedure. The washer had fallen off. There was no patient present when this issue was identified.